Event description:
Complainant alleged that while medics responded to a call for a male pt cardiac arrest and the device was unable to obtain an ECG signal while using non-zoll pads and an electrode adaptor. Complainant indicated that the clinician obtained another device from defib electrodes to ECG leads continue monitoring the pt's heart rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when our investigation is completed.